Event description:
The user reported that the device developed a clot that inhibited the flow rate. The user did not provide an implant date. The device was replaced. No patient harm or injury was reported.

Manufacturer narrative:
One device returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually examined and no occlusion could be identified. The catheter was flushed with water and clotted blood was seen coming from both lumens. After the flushing, the catheter functioned as designed. It could not be determined if the blood blots flushed from the catheter were there at the time of use. The complaint is unconfirmed.